Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the keypad was not responding properly. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).